Event description:
The pt was admitted in a critical state with an acute brain stem stroke, basilar artery stenosis and clots distal to the stenosis. The physician used a retrieval device to remove a clot. As the guidewire was re-advanced to the proximal filling defect, it would " buckle rather than penetrate, and likely this is due to underlying plaque rather than simple clot material." The balloon catheter [subject device] was then advanced to the lesion and angioplasty was performed. Angiography taken post angioplasty did not show any sign of dissection and a definite improvement in the flow in the basilar artery and distal branches. "The pt was unchanged in clinical condition at the conclusion of the procedure." Seven days post procedure, the pt died, no further info was provided as to the cause of death.

Manufacturer narrative:
Other (no allegation of product malfunction or nonconformance.)